Event description:
(B)(6) clinical study. It was reported that a left bundle branch block occurred. A lotus edge 25 mm valve was selected for a transcatheter aortic valve replacement procedure. Prior to the index procedure, heparin or other anticoagulant was given. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty. No new conduction disturbances were noted post balloon valvuloplasty .the lotus edge valve was successfully repositioned, which involved complete resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. On the same day of index procedure, electrocardiogram revealed new left bundle branch block (lbbb). The next day, the lbbb was stabilized and temporary lead central line was removed. No action was taken to treat the event. The event was considered to be recovered.